Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint des was implanted in the rca. Approximately 38 months later, the patient suffered mi and died. Death was classified as cardiac. The investigator and the sponsor assessed the event as not related to the anti-platelet medication and unknown if related to the device.

Manufacturer narrative:
Additional information: patient's age updated. If information is provided in the future, a supplemental report will be issued.